Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Watermark was observed at the base of the tail indicating the sensor being properly inserted. The sensor was de-cases and unable to communicate with evm. A visual inspection on the de-cases sensor revealed damage to the pcba with cracked traces near the application specific integrated circuit (asic) and ble (bluetooth low energy) antenna. The damage to the pcba can disrupt or fully disconnect the electrical signals coming from the asic to the em chip. This would prevent the nfc (near feild communication) and ble functions of the sensor from functioning. The damage was determined to be caused during de-casing. The observed damage to the pcba tracks and components prevents communication and functionality testing. Therefore, adc is unable to perform any further testing at this time due to the damage during de-casing. An extended investigation has been performed for the reported complaint. The DHR for the libre sensor and sensor kit indicated by the serial number provided by the customer was reviewed. The dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. Section d4 (serial no) & (UDI) were updated based on the returned product. Section d4 (device expiry date) & h4 (device mfg date) were updated based on the returned product download.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been returned for investigation. A follow-up report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.